Manufacturer narrative:
UDI information are unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in good condition. The evaluation was performed, and the reported issue was confirmed. Installed test disposal and powered on the device. Removed front cover and investigated further. Found liquid crystal leakage on the liquid crystal display (lcd) display. The root cause of the reported issue was due to due to damaged circuit board. No further actions are required.

Event description:
It was reported that the device had a bad liquid crystal display (lcd). No patient injury was reported.